Event description:
It was reported that the patient's machine was getting hot. The unit's columns looked a little dusty. It was noted that the patient had a heart attack in (B)(6) 2025, but it is unconfirmed if the device was related to or the cause of the heart attack. The inogen team attempted to contact the patient for further information three times with no response.

Manufacturer narrative:
B3 date of event is estimated. The unit was received with a "system hot" issue, which was confirmed upon physical inspection. The fan was dislodged and hitting the accumulator, likely due to high impact damage, possibly from the unit being dropped. The battery board and power input were also damaged from the impact. Additionally, the motherboard j20 showed signs of burning, likely caused by an overcurrent or low voltage event. The unit was received without a column. The muffler was filled with dust, blocking the feed port and resulting in low external airflow. The compressor mounts were damaged due to compressor vibration. The top housing and uip were replaced due to cosmetic damage.